Event description:
The homecare provider reported the following: (1) a pt was filling a portable unit from the or-213 when the quick connect valve froze open resulting in liquid oxygen leakage. (2) the pt rec'd cold injury burns to his left hand. (3) the pt requires skin grafts.